Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that globus manufactured screws broke after implantation. A female patient underwent l4-l5-s1 fusion surgery on (B) (6) 2009, with transition at l4-l5, rigid fusion at l5-s1, and interbody fusion at l5-s1 using icbg without cage. A three month follow-up x-ray showed the screws and products to be intact. A six month follow-up film showed a right l4 transition ha coated screw had broken at its neck. Approximately two to three weeks later a subsequent x-ray was taken and revealed a breakage of transition ha screw at left l4 and breakage of a revere pedicle screw breakage at right s1. On (B) (6) 2010, the patient underwent revision surgery. Fibrous tissue was found where bone grafts had been placed at the time of the original surgery and non-union was found which caused a stable pseudarthrosis. All hardware was removed and subsequent bone graft was implanted in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the transition 6.5mm ha polyaxial pedicle screw design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.